Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher wire was returned for evaluation; however, the implant coil was not returned. Evaluation of the pusher revealed a heater coil that was burned and both lead wires were separated. The distal solder joints were intact. There was no evidence of stretching. The reported event details state the coil stretched and detached; however, the returned pusher wire exhibits evidence that heat had been applied by the controller, which is inconsistent with the report from the customer. Information was not provided that indicated the controller was used to detach the coil at any time during use in the patient. It cannot be determined how or when the coil initially detached from the pusher wire. Based on the available information and examination of the returned device, the investigation is inconclusive and the root cause of the event is unknown.

Event description:
It was reported that during advancement of an embolization coil into the microcatheter, unusual resistance was encountered. The coil was pulled and pushed several times and as the coil was being withdrawn, the coil unraveled and then detached. The coil was successfully removed in its entirety together with the microcatheter. There was no patient injury.